Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the surgeon was suturing and noticed the wire at the tip of the instrument was broken. Prior to noticing that the wire was broken, the surgeon stated that it felt harder to suture. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instruments distal pulley had mechanical indentations and burrs. There were indentations and burrs at the edge of the distal pulley and visable scratches on the surface of the pulley. Failure analysis concluded that the indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.